Event description:
It was reported that the zimmer skin graft mesher's rotating wrench does not attach without getting stuck. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 5 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Initial inspection observed grooves and visible debris inside the ratchet gear. The roller on the mesher was damaged, as it was gnarled and burred. It was also observed that the roller, comb and ratchet gear were damaged. The calibration of the device could not be determined prior to repair due to the roller and comb damage. Damage to the ratchet gear and roller most likely caused the customer's event. Improper handling by the customer most likely caused the damage to the components, observed as the roller and the comb were replaced during the previous repair. The device was serviced and returned to the customer.